Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the dxc 700 chemistry analyzer, and identified the failure mode as a defective reagent syringe. The fse replaced the syringe, cleaned and lubricated the syringe drive to resolve the issue. (B)(4).

Event description:
The customer reported the generation of erroneously low bun (blood urea nitrogen), ast (aspartate aminotransferase), alt (alanine aminotransferase) on their dxc 700 au clinical chemistry analyser. There were no reports of the results been released from the laboratory thus no change to patient treatments occurred.